Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that epicranial needle bd saf-t¿ ez set had a needle shield that was stuck or difficult to remove. No serious injury or medical intervention was reported.

Event description:
It was reported that epicranial needle bd saf-t ez set had a needle shield that was stuck or difficult to remove. No serious injury or medical intervention was reported.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis. This is the first complaint for shield tight on lot number 7300714, product code (B)(4). A review of the device history record was completed for sub-assembly# (B)(4), lot 7299969 manufactured from (B)(6) 2017 to (B)(6) 2017 and sub-assembly (B)(4), lot 7207503 manufactured from 09-aug-17 to 22-aug-17 at sortimat 5006-1,2 and 3 machines used in claimed lot 7300714. These lots were reviewed regarding the tests of ¿plug/cap tight¿ and were not evidenced records that could lead to claimed defect. There are no quality notification (qn) or nonconformity report of "cap tight" that could lead to this complaint for the claimed lot and sub assembled lot. Because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.